Manufacturer narrative:
Records indicate the device remained implanted. The local area field representative was contacted for additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired the day after implant. It was reported the patient did not wake up following the implant procedure.